Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons were unresponsive at some point in the morning but the insulin pump was working now. The customer¿s blood glucose was 151 mg/dl. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer stated that the buttons were working. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The device will not be returned for analysis.